Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the procedure, the ptfe coating came off from the proximal part of the wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the ptfe coating came off from the proximal part of the wire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection it was seen an attempt had been made to shape the guidewire tip. The guidewire was returned loaded in the introducer. The guidewire ptfe coating was noted to be peeling in multiple areas to 26cm from the proximal end and ptfe peelings were noted in the distal end of the introducer. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and there were no anomalies noted. A functional test was not required as the reported event was confirmed based on the device analysis. Due to the dmr (device master record) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information indicates the acom embolization aneurysm procedure was completed with this device. The patient does not have a contraindication to antiplatelet or anticoagulation therapy. The patient condition after the procedure is stable. Analysis of the returned device found an attempt had been made to shape the guidewire tip. The guidewire was returned loaded in the introducer. Scraping and peeling of the ptfe was evident in several sections from the proximal end to 26cm from the proximal end. The peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported analyzed event of the guidewire ptfe coating peeling will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.